Manufacturer narrative:
An investigation is currently underway. Upon completion a full detailed investigation will be provided.

Event description:
It was reported to covidien that the customer states that during use the unit sparked. The unit was returned to a local covidien service center. Upon triage a service technician found a small cut at power cord with some burnt marks most likely caused by the sparking.

Manufacturer narrative:
One scd express was returned for investigation for the reported condition of; customer states: that during use the unit sparked. The unit was returned to a local covidien service center. Upon triage a service technician found a small cut at power cord with some burnt marks most likely caused by the sparking. The unit was also received with damage to the case. The unit was inspected and the power cord was found to have signs of arcing where it plugs into the base of the unit, confirming the reported condition. The root cause of failure can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord needs to be replaced to correct the problem. Scd express compression system was manufactured in 2010. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.